Event description:
In 2005, an charite artificial disc was placed in my back at l5-s1 level. The charite artificial disc was supposed to keep "my," and I would d be able to bend and be mobile and pain free. I have more pain and discomfort than before I had the charite artificial disc implanted. My surgeon advised me that the disc is not moving as it was intended to do. I have not been able to work since that same day, and I am now under disability retirement and can not work again. I have extreme and excruciating pain in my back and legs constantly without any relief. I am not able to sit or stand for more than fifteen minutes. I am on different pain medications which have not helped. I have had two epidermals since the surgery to try and relieve my discomfort to no avail. I have another surgery a few months ago to remove the nerve capsule behind the facet joint which may eliminate some of the pain. This procedure did not change my pain and discomfort. I am still under the care of my surgeon to help treat my pain and discomfort. Removal of the charite artificial disc is not an option, as it can be life threatening, and the next surgery choice would be a fusion and leave the defective artificial disc in. My life has changed forever. I am no longer able to hunt, hike, bowl or drive any distance. I planned on working a lot more yrs and receiving a good pension. I was forced to leave a very secure and good paying job which I enjoyed immensely with excellent health insurance benefits. Due to the fact that I became disabled and only had ten years of service. I only receive 1/3 of my pay per month. I have to pay dr's bills, prescriptions, etc out of this minimal amount of pay I received. I don't know what tomorrow will bring. It is very frightening.